Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom does not recognize a closed door, determined to be caused by loose upper link screws. The loose link screws were replaced.

Event description:
It was reported that a spectrum pump infusion pump does not recognize a closed door. It was also reported that there was no pt injury.